Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4) : implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of connection to the internal device. The implanted device remains.